Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).